Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a leak was noted shortly after inserting this tracheostomy tube in the patient. The balloon on the tube was tested prior to insertion and it appeared to be inflating and deflating with no issue and no leak. The tube was then inserted and the cuff was inflated with 2.5 milliliters and then 5 milliliters of water and an audible leak was discovered. The patient began desaturating and their breathing required more effort. An emergency tracheostomy tube change was performed and the tube was replaced. The patient required increased ventilator settings for a period after the event. After removal, the tube was assessed and it appeared that when inflated the cuff was skewed to one side likely causing the leak in the patient. No additional adverse patient effects were reported.